Event description:
Pt reported leaking at the insertion site under the dressing where a midline catheter was placed. Catheter was not yet removed. Pt was going to follow up with their doctor on (B)(6) 2015.

Manufacturer narrative:
A lot history review (lhr) of reyh2065 showed no other similar product complaint(s) from these lot numbers. The device has not been returned to the MFR for eval. As the device remains in the pt.